Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: d8, h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since a conclusive root cause was unable to be identified, the forceps cover glue peeling is surmised based on the following investigation results: adhesive agent came off because external force was applied to the relevant part by squeezing it with excessive force or by hitting it against something when the subject device was transported, stored, used, or cleaned. Adhesive was worn out and peeled due to long term usage. The instructions for use (IFU) states: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, forceps cover glue peeling, collapsed lg tube, probe unit sticky residue and inlet loose s-connector side leaking was noted. Furthermore, multiple broken elements were observed on the ultrasound image. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the evis exera ii ultrasound gastrovideoscope is leaking. During a standard service inspection of the customer returned device, forceps cover glue peeling was noted. The customer did not report any allegation of a malfunction associated with the device and there was no patient injury or harm reported.